Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02339. It was reported that during the patient¿s ipg replacement procedure, (see related manufacturer reference number: 1627487-2019-14230). The patient¿s leads have migrated since the initial implant and are not in an optimal position to cover all of the patient¿s pain areas. Multiple troubleshooting steps were taken but remained unsuccessful. As a result, surgical intervention may take place to address this issue.